Event description:
Patient had presyncope for 2 days. Pacemaker lead malfunctioning at office visit. Lead replaced (B)(6) 2013. Findings: lead was externalized, insulation worn off for approximately 3 cm around the area where the pacemaker generator was previously resting.